Event description:
The homecare patient reported a separation. The tubing set was being used for intermittent delivery of an unspecified antibiotic. It was reported that after the delivery of the midnight dose of antibiotic, the homecare patient noted the tubing had separated near the filter. The homecare nurse was notified. The homecare nurse came to the patient's home, replaced the tubing set, and the scheduled 0800 dose was delivered. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The homecare patient indicated the homecare nurse discarded the device. (B) (4). (B) (4).